Event description:
During a procedure while using the g400 general surgery workstation and halo cutting forceps, (see MFR report #9617070-2011-00004 for g400 workstation) the surgeon got shocked up to his elbow. No other harm done. No pt injury.

Manufacturer narrative:
Analysis could not confirm the customer's complaint of "surgeon being shocked during the use of the halo and generator." Tested the halo with the customers generator and found that the device activated and coagulated as designed with no electrical shock experienced during the testing of the hand piece and generator. The generator was inspected and tested and found to operate to the MFR's specifications.